Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to charge) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger not powering up correctly) was confirmed. Upon investigation the charger was resetting and unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. No adverse events occurred from the damaged charger or battery pack.

Event description:
A us distributor reported that a patient's battery charger was not powering on correctly and the battery pack was not holding a charge.